Event description:
Related manufacturer reference number: 2017865-2024-00110. . It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, conductive telemetry was lost on the atrial and ventricular lp. There was also loss of communication between the atrial and ventricular lp. Trouble shooting was attempted during procedure and in the recovery room, and connection was intermittently successful. A chest x-ray was completed to confirm appropriate device location. The atrial and ventricular lp remain implanted and programmed to appropriate pacing function. No resolution was found. The patient was stable.

Event description:
New information received indicated the patient presented in clinic to trouble shoot. After two and a half hours, the leadless pacemaker was able to be interrogated and the issue was resolved. The patient was stable.

Manufacturer narrative:
The reported events of error message and loss of telemetry were confirmed. Based on the information provided, during system configuration, the telemetry break resulted in a out-of range error due to an empty value being referenced. Also, during the implant workflow, the telemetry break resulted in the old device being configured as the new one.

Event description:
Related manufacturer reference number: 2017865-2024-00110 2017865-2024-72855. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, conductive telemetry was lost on the atrial and ventricular lp. There was also loss of communication between the atrial and ventricular lp. Trouble shooting was attempted, and connection was intermittently successful. A chest x-ray was completed to confirm appropriate device location. The ventricular lp was incorrectly finalized as an atrial lp, and this was successfully restored by calling technical services. The atrial and ventricular lp remain implanted and programmed to appropriate pacing function. The patient was stable.